Event description:
The pt reportedly experienced a wound breakdown at the implant site. The device was exposed and there was drainage. The pt was treated with vibramycin and bactroban cream for two weeks. It was noted that the pt had fairly thin skin at implant surgery. The magnet in the external headpiece has been adjusted accordingly and the pt is now using moleskin under the headpiece. The pt is being monitored.